Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call indicating that the insulin pump had air bubbles anomaly. Customer's blood glucose at time of incident was unknown. The customer reported the air bubbles are coming into the tubing. Customer did not wish to waste insulin and could not afford to replace and at this time customer did not wish to troubleshoot and did request the pump replaced. The customer reported via phone call that they had high blood glucose but not hospitalized. Customer's blood glucose at time of incident was unknown.

Manufacturer narrative:
The information provided with the initial report for type of reportable event were incorrect. The correct information has been provided with this report.